Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4631 iol removal and replacement attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 pre-loaded intraocular lens (iol) was fully inserted into the patient's operative eye when scratched optic was noted. The iol was removed and replaced with another lens with the same model and diopter size. There was no patient injury, no medical intervention, and no surgical intervention. Patient status post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 31-may-2023 section h-3: device evaluated by manufacturer: yes device evaluation: product received in the original packaging. Visual inspection of the iol found scuff mark on the posterior side. Handpiece was inspected and no assembly issues were identified. No further issues were identified, and no further evaluation was performed. Complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.